Event description:
It was reported that the customer was hospitalized with high blood glucose of 1300mg/dl a few days ago because she had food poisoning and intestinal inflammation. The doctor believes the customer could not operate with the insulin pump as well she needs to be retrained. It was stated that the customer still got the inflammation, and it is the reason to have high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.